Event description:
The investigation determined that lower than expected vitros ammonia (amon) results were obtained when processing a vitros liquid performance verifier (lpv) quality control fluid using vitros chemistry products amon slides lot 1018-0256-1565 on a vitros 350 chemistry system. Vitros lpv ii lot q8086 results of 135.0 and 131.0 umol/l vs an expected result of 180.0 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros amon results were obtained when processing a control fluid and were not reported from the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros ammonia (amon) results were obtained when processing a vitros liquid performance verifier quality control fluid using vitros chemistry products amon slides lot 1018-0256-1565 on a vitros 350 chemistry system. The assignable cause of the event is an instrument issue related to microslide incubator contamination. The cause of the incubator contamination was likely due to the use of an ammonia based cleaner in a laboratory humidifier. The customer was advised by ortho to discontinue the use of the humidifier as the cleaner can affect the vitros amon assay. According to the vitros 250/350 system manual regarding cleaning solutions: ¿never use ammonia cleaners on or near the vitros 250/350 system¿. Historical qc results showed within laboratory imprecision of vitros amon in combination with the vitros 350 chemistry system. Additionally, the results of an initial vitros amon within run precision test on the vitros 350 system were not within expectations. Following maintenance actions performed on the vitros 350 system by the customer which included cleaning the microslide incubator and evaporation caps, the results of a within run vitros amon precision test were within ortho acceptable guidelines indicating the performance of the vitros 350 system had been returned to expectations. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon lot 1018-0256-1565. (B)(4).